Event description:
It was reported to boston scientific corporation that a mantis clip was used in the cardia during an anti-reflux mucoplasty (arm-p) procedure performed on (B)(6) 2025. During the procedure, the handle was gripped to fire, the spring of the handle came off, and the clip did not release properly. Thereafter, it was able to be released by repeatedly gripping and loosening the handle. The procedure was completed with the original mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy. Block h11: the returned mantis clip was analyzed, a visual evaluation noted that the device returned without the clip assembly and with the control wire kinked. A microscopic inspection noted that evidence of full deployment was observed, but the control wire was found to be kinked. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. It is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend. Factors such as applying extra force during deployment, using pliers to pull out the control wire, and various procedure-related factors including angulation and technique, may have contributed to this issue. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip was used in the cardia during an anti-reflux mucoplasty (arm-p) procedure performed on (B)(6) 2025. During the procedure, the handle was gripped to fire, the spring of the handle came off, and the clip did not release properly. Thereafter, it was able to be released by repeatedly gripping and loosening the handle. The procedure was completed with the original mantis clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to deploy.